Event description:
It was reported to medtronic neurosurgery that the pt's strata valve had inadvertently changed settings. According to the report, the pt is well now, and the pt's physician advised the pt to use her phone on the ear opposite to the valve implant site.

Manufacturer narrative:
The product remains implanted and was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible, as no lot number was provided. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. While it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve, as long as distance from the valve implant is maintained. It was communicated to the customer that a (B)(4) query revealed no complaints involving inadvertent level changes from exposure to slot machines or casinos.